Manufacturer narrative:
Manufacturer's investigation conclusion: the report of loose patient cable's connector rubber encasing was confirmed. The mobile power unit, serial (B)(6), was returned for analysis to the european distribution center (edc). Initially, the unit powered up and was found to function as intended. Visual inspection revealed that the patient cable rubber encasing was loose. While troubleshooting the reported issue, tech service staff replaced the patient cable. Upgraded unit software to latest version 01.02.01. Performed preventative maintenance, and then the mpu was subjected to functional testing. The unit successfully passed all test steps and then was forwarded to the rental/loaner pool. The analysis was unable to determine the root cause for the (B)(6) damage. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The (B)(6) was shipped to customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rubber casing of the mobile power unit patient cable was loose.